Manufacturer narrative:
DHR review was performed for the complaint device serial number, (B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution.

Event description:
A bipap a40 pro was returned to a third-party service center for service. There was no serious patient harm or injury reported. The device was not in clinical use. During the evaluation at the third-party service center, a ventilator inoperative error code was found in the device's error log relating to the device having 3 reboots within 24 hours. The service technician states that the printed circuit assembly (pca) board was faulty. No repairs were performed. The device will be scrapped per the customer's request.